Event description:
A customer observed positively biased tsh results on a single quality control sample while using the vitros eci analyzer. Pt samples were not being tested at the time of the event. Biased results of direction and magnitude observed may lead to inappropriate physician action should they occur on pt samples. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation of the event confirmed that unexpected results occurred while processing quality control samples. Further investigation determined that the biased results coincided with the use of a single pack of signal reagent (sr). By ocd service procedure, the signal reagent pack which contained water instead of signal reagent as it was used by an ocd field engineer to perform sr volume verification testing. Once the sr pack was replaced, acceptable performance was obtained.